Event description:
Patient's husband reported left side "hasn't gone down and the body is rejecting the implant". Healthcare professional additionally reported left side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Rupture was confirmed during the explant surgery. Device has been explanted and replaced.